Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents noticed that the child has not been hearing with the device for the last 10 days. No specific incident of accident or trauma is known.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. As per information received on the irc two channels were extra cochlea since initial implantation. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Parents noticed that the child has not been hearing with the device for the last 10 days. No specific incident of accident or trauma is known. The patient was re-implanted.